Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by vomiting. The cause of the peritonitis was reported to be the patient¿s technique; this was not confirmed. Treatment was not reported. At the time of this report the outcome of the peritonitis event was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Initial reporter: address (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.